Manufacturer narrative:
Note: the reported complaint was confirmed during lab eval. The details of the functional testing are attached to this document. The tech identified the presence of flux residue on u11 of the generic board as well as on u1 of the roller circuit board. Additionally, a capacitor (c45) on the generic board was observed to be improperly soldered to the printed circuit board assembly. The root cause of the reported complaint was determined to be supplier workmanship on both the pump module's generic circuit board and the pump roller circuit board. The roller pump was repaired, preventative maintenance inspected and returned to the customer.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump generated a belt slip error message although the pump belt had been changed. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.